Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related MFR report: 3006705815-2021-01888. It was reported the patient underwent revision of the scs system leads. Reportedly, the patient started getting rib stimulation after a fall. During the procedure the leads were pulled down approximately one full vertebral body to t8-9 bilaterally. Intraoperative testing was performed, good bilateral hip and leg coverage was achieved. No complications occurred during the procedure.